Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2016. Patient was advised to forget all bluetooth devices, shut-down all applications, restart the smart phone, and then re-launch the application. Patient was then asked to re-install the application and pair the transmitter, which was unsuccessful. No injury or medical intervention was reported. Additional event or patient information was not provided. Product data was returned for evaluation. Data was reviewed on (B)(4) 2016. The reported event of loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.